Event description:
It was reported that a patient presented in clinic for a device replacement due to normal battery depletion on (B)(6) 2021. During procedure, there was an issue tightening and loosening the set screw from the device even with the use of different wrenches. The physician elected to use a different device to complete the procedure. There were no patient consequences.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.